Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: (B)(6), female, experienced eye irritation. None of the staff members required any medical attention other than irrigating the eyes with the saline solution.

Manufacturer narrative:
Sample returned were evaluated and found to be in compliance. Labeling and caution statements are clearly stated on the packaging.

Manufacturer narrative:
Sample returned were evaluated and found to be in compliance. Labeling and caution statements are clearly stated on the packaging.

Manufacturer narrative:
Sample returned were evaluated and found to be in compliance. Labeling and caution statements are clearly stated on the packaging.

Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: (B)(6), female, experienced a rash on her hand and eye irritation which required her eyes to be irrigated with saline and lubricating drops. She also had swollen eyes. None of the staff members required any medical attention other than irrigating the eyes with the saline solution.

Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: (B)(6) female experienced hand and eye irritation. None of the staff members required any medical attention other than irrigating the eyes with the saline solution.

Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: (B)(6), female, experienced hand and eye irritation. None of the staff members required any medical attention other than irrigating the eyes with the saline solution.

Manufacturer narrative:
Sample returned were evaluated and found to be in compliance. Labeling and caution statements are clearly stated on the packaging.